Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the physician removed scar tissue around the lead site. There were no known allegations of deficiencies against the device, and effective stimulation was restored.

Manufacturer narrative:
Correction to a4.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.